Event description:
It was reported that on (B)(6) 2010, the pt suddenly experienced a loud noise and dizziness and discomfort. He attempted to troubleshoot his equipment and swapped out cables, coils and battery packs, but he continued to hear the loud noise/dizziness whenever he tried to use either of his speech processors. The pt no longer has any benefit from his device. Both head trauma and illness have been denied. The pt has no symptoms when not using his device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.